Event description:
On (B)(6) 2019, the reporter (pharmacist) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was not working. The complaint was classified based on information obtained by the customer service representative (csr). The reporter stated that she could not confirm when the alleged issue began, or how the patient manages his diabetes. The reporter alleged that at an unknown time/dater after the meter issue began, the patient developed symptoms of ¿sweaty, incoherent, off balance¿. The reporter stated that the patient was admitted to hospital in response to the symptoms (thursday prior to the reporter contacting lfs) and was treated with glucose. A blood glucose reading of ¿107 mg/dl¿ was obtained on the hospital meter. During troubleshooting, the csr noted that during trouble shooting the meter would count down then stick at 1. Products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and there is insufficient information to rule out the contribution of the device to the event.